Event description:
It was reported that during left bundle branch lead implant the impedance decreased and the threshold was high, "which indicated the possibility of a slight perforation of the left ventricle." The physician stated it was possible the lead was on the edge of the septal endocardium on the left ventricle side or the screw was slightly protruding. The lead was removed, placed in another location, and remains in use. Follow up confirmed no intervention was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.